Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump would deliver a bolus that was a smaller amount than expected. Customer's blood glucose level was 241 mg/dl. The customer declined to perform a pump data review in order for tandem technical support to verify the allegation.